Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to low blood glucose levels. The customer also reported that the insulin pump went into threshold suspend due to inaccurate sensor glucose readings. The customer's reading was 27 mg/dl at the time of admission. The customer did not have any symptoms or know the cause of the event. The customer was still in the hospital. Nothing was replaced or returned for analysis.